Event description:
(Info from a topic intervention conference, titled "sub acute occlusion observed after endeavor deployment"). An endeavor rx drug eluting stent of unk size was deployed with no issues noticed. However, an occlusion was confirmed at the deployment site. The physician commented that the occlusion occurred due to the presence of a dissection at the edge of the deployed stent and was not related to the deployment of the stent. However, it was unclear if the dissection developed prior to or post deployment of the stent. There was no stenosis within endeavor stent, and it was not thrombotic occlusion. The stent has been deployed within the vessel and the delivery system has not been received for eval. The procedural case notes and procedural images have not been provided for review. Communications confirmed that the cd, procedural images or further info are not available in relation to the reported event. Info for the pt's outcome or treatment taken for occlusion was not able to be obtained.

Manufacturer narrative:
Eval codes, results: dissection & occlusion.